Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# va17lvb, implanted: (B)(6) 2017, product type: lead; product ID: 3389-40, lot# va17lvb, implanted: (B)(6) 2017, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for epilepsy. The patient had a fall due to seizure with consequent severe cranial trauma. Fronto-parietal hematoma was observed on non-contrast CT scan obtained on (B)(6) 2017. The patient experienced left hemiparesis as a result of the event. Surgical observation the following day confirmed hematoma, and the hematoma was evacuated. The patient was hospitalized for 20 days, and had good clinical evolution after the surgery, but with residual left hemiparesis. The event was considered resolved with sequelae as of (B)(6) 2017, and the patient status was reportedly alive with no new injury at the time of this report. Relatedness was considered related to new illness/injury and unknown if related to procedure. No further complications were reported. Patient medical history included diagnosis of epilepsy in 2013 and ongoing hashimoto thyroiditis.